Event description:
During a routine shift check by a clinician, the handles would inappropriately discharge intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.